Event description:
Patient reports rupture and double capsule. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and double capsule.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture and double capsule was reviewed on june 02, 2022. Visual analysis of the photographs identified: broken shell and yellow biological tissue on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Subsequently, surgical report identified; capsular contracture - baker grade IV.

Event description:
Patient reports rupture and double capsule. Subsequently, surgical report identified; capsular contracture - baker grade IV.the device has been explanted. This record relates to the right side. The device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.